Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 4. Per home patient's (hp) wife, the hp had disconnected in drain cycle. The technical service representative (tsr) explained the alarm to the wife and assisted to clear the alarm. The tsr assisted to get the cassette off the hc machine. The hp would call the nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Per home patient (hp)'s wife, the hp disconnected during drain cycle. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).